Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 13.5 and 45.1 cm respectively. An internal abrasion was noted 8.6 to 10.4 cm from the distal tip with all lumens breached. The etfe coating at this location was undamaged. The ptfe liner of the inner coil was found abraded. An external abrasion was noted 11.0 to 11.3 cm from the distal tip breaching the re, rv and inner coil lumens consistent with friction to another device or patient anatomy. The etfe coating in this location was undamaged. The ptfe liner of the inner coil was found abraded at this location.

Event description:
This report is to advise of an event observed during analysis.